Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that fell to the floor and broke the hook to close the door. This condition was found in the intensive care unit. This had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary; the reported condition of a flo gard infusion pump that fell to the floor and broke the hook to close the door was confirmed during product evaluation. The root cause of the reported problem was determined to be cracked door latch. Appropriate action was taken to correct the reported problem by replacing the door latch. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.